Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was repositioned as the patient experienced twiddler's syndrome. This was confirmed through chest x-ray. Moreover, the leads were repositioned without issue and appeared good. This ra lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was repositioned as the patient experienced twiddler's syndrome. This was confirmed through chest x-ray. Moreover, the leads were repositioned without issue and appeared good. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.